Event description:
The manufacturer received information in reference to the "rep dreamstation auto CPAP" device alleging death of the patient, eye irritation, nose irritation, hypersensitivity and cancer. There was a report of serious or permanent harm or injury. No medical intervention was specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Model number, catalog item identifier and product UDI number have been updated in this follow report as per updated report and section h11 should be reported as: in box d: model number, catalog item identifier and product UDI number have been updated.